Event description:
According to the reporter, during the laparoscopic umbilical repair procedure, the optical tip portion of the device was compromised and blood got into the device. To complete the procedure, the physician used another device. No harm was caused to the patient. The device is expected to be returned for evaluation.